Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch/lot: 18141271.

Event description:
It was reported that the patient experienced undesired stimulation on the abdomen due to lead migration. The patient underwent lead repositioning procedure. The patient was doing well postoperatively.